Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, during use the starclose device "did not work". No details related to the device failure were provided. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.